Event description:
Patient states that about 2 weeks ago she was experiencing site pain with her aq remodulin. Patient changed her site due to the pain but site pain at previous site continued to persist. Patient noticed that part of the cannula had come off and was stuck under her skin. Patient was able to remove the piece and stated her site is healing with no pain currently. No other information is provided by patient. Dates of use: (B)(6) 2017. Diagnosis or reason for use: pah.